Manufacturer narrative:
A review of suspect lot# 3271906 showed (B)(4) units were manufactured, tested, inspected and released in (B)(6) 2016, citing no exception documents. A review of suspect lot# 3284300 showed (B)(4) units were manufactured, tested, inspected and released in (B)(6) 2016, citing no exception documents.

Event description:
Complaint received regarding one (B)(4), 5" add on set wtih spiros, lot number unknown. Report states, the fluid leaked from the lock male luer at the bottom of spiros when spiros connection was changed after administration of farmorubicin and then the use was administering exdosan. No adverse clinician/patient consequences reported.

Manufacturer narrative:
Lot review: a review of suspect lot# 3271906 showed (B)(4) units were manufactured, tested, inspected and released in 06/16, citing no exception documents. A review of suspect lot# 3284300 showed 5,500 units were manufactured, tested, inspected and released in 07/16, citing no exception documents. Visual receipt analysis: 12/7/2016 - received one used 081-ch3034, 5" add on set with spiros, lot number unknown. One used non-ICU admin set. The admin set was spiked into 081-ch3034. The setup was flushed and no leaks were observed. Functional testing: a used 081-ch3034 was returned connected to a non-ICU admin set. The entire fluid circuit was pressure tested at 15psi. The non-ICU set leaked at the tube connection to the bottom of the drip chamber. The 081-ch3034 was pressure tested and no leakage was observed. Final analysis summary: the complaint of fluid leakage was confirmed, however the leakage was at the bond of the non-ICU administration set tubing to the bottom of the drip chamber. The 081-ch3034 met pressure performance expectations outlined in the product performance specification.

Event description:
Complaint received regarding one 081-ch3034, 5" add on set wtih spiros, lot number unknown. Report states, the fluid leaked from the lock male luer at the bottom of spiros when spiros connection was changed after administration of farmorubicin and then the use was administering exdosan. No adverse clinician/patient consequences reported.